Event description:
Information was received indicating that a smiths medical pump was reportedly not alarming when the patient noticed that her site come out. Patient wants a replacement pump. Patient is not displaying signs of being off of infusion. Patient was advised to place a new site and restart infusion with the same dose and keep on eye on symptoms. Pump was being used for remodulin 10 mg/ml, dose and amount: 98.1ng/kg/min, rate: continuous, route:sp, pah. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Functional and visual testing was performed. The device did not have an issue with blank screen during power up. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem was found with the issue. However, it's recommend to install software as preventive measure.